Manufacturer narrative:
Additional information was received on 29-may-2022. It was reported that the patient is 72 years old (69kg). Therefore, the a2. Patient age at the time of event, a2. Age unit, a4. Weight of the patient, and a4. Weight unit have been updated. It was also reported that the patient has fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30719645l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during a left kent procedure, the fossa was visualized with a soundstar, and broken borough (bb) was performed. Electrical signal was checked with stsf to confirm the site of kent attachment and then ablation was performed at 30 w for 30 seconds, and kent was cut off within 1 second. Several additional ablations were performed, and the procedure was terminated. After the patient left the room, blood pressure decreased, and pericardial effusion was confirmed by surface echocardiography. Cardiac tamponade was confirmed. Drainage was performed. The patient's condition after that was unknown. Atrial septal puncture performed using a radiofrequency (rf) needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Flow rate of the irrigation catheter used was: pre1 second; post 1 second; 8 ml/min to 31 w to 15 ml/min. The physician's opinion on the relationship between the event and the product is that there was no product defect since stsf was only performed a few ablations and the soundstar was used only for sound merging and fossa visualization. Additional information was received on 06-may-2022. The physician's opinion on the cause of this adverse event was that no bwi product malfunction occurred during the procedure. Not related with the bwi product malfunction and the procedure. Force visualization features used were vector and visitag with fot and tag index. As of (B)(6) 2022, the patient has already been discharged from the hospital. The duration of hospitalization was not prolonged. The patient has no relevant tests/laboratory data or relevant medical history. The correct catheter settings were selected on the generator and the pump flow rate was normally controlled by the generator. No error message was observed regarding the bw product during the procedure.